Manufacturer narrative:
The reported event of low pacing impedance and inadequate capture were not confirmed. The reported event of stretched helix was confirmed. The device was returned for analysis. Visual inspection noted the outer helix length was out of specifications consistent with procedural damage. Further analysis performed, including output verification, sensitivity test, and pacing impedance measurements which showed normal device characteristics without any anomalies contributing to reported event. Longevity assessment was performed and found to be normal.

Manufacturer narrative:
Correction to add DHR review on h11 - a device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker was fixated in different locations due low pacing impedance and high capture threshold. The physician was going to re-position the device once more but couldn't move the introducer to do so. It was then noted that the device's helix was sprung. The leadless pacemaker was retrieved, and a new one was implanted. The patient condition was stable.